Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2016; product ID: w3dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket erosion and infection. Cultures were taken and the entire pacing system was expl anted and replaced. No further patient complications have been reported as a result of this event.